Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6)2016 with the following findings: investigation revealed that the battery compartment was cracked in two places: near the top and below the bumper pad. Unrelated to the complaint, a review of the black box did not verify a time/date reset to default factory settings; however, the evaluation revealed the internal clock battery on the pcb had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was cracked in two places: near the top and below the bumper pad. There was no reported adverse event associated with this complaint. This report is made based on results of investigation completed on (B)(6) 2016.